Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with 2.0 unit bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No bolus history anomaly noted. No cosmetic damage noted.

Event description:
It was reported, the customer attempted to bolus and the insulin pump did not complete the bolus. Customer stated the device alarmed and only delivered part of the bolus. Only alarm noted was a low battery alert. The device did not record the bolus in the bolus history. A bolus was programmed in the air and device did record the bolus. Customer's mother did not feel safe with the device and requested a replacement. No further information reported.